Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: corrected: (closure codes and device codes). Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2015, the patient underwent total left knee arthroplasty due to osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with depuy knee system and competitor bone cement. On (B)(6) 2018, the patient underwent a left knee revision due to loosening and subsidence of the tibial component, osteolysis, and pain. The surgeon reported the patient has a history of a fall and impaction injury to the left knee with increasing pain, tenderness, and further implant subsidence. He noted a well-fixed femoral component, well-aligned and no suggestion of loosening or osteolytic changes. The femoral component was not revised. The surgeon indicated the tibial component was grossly loose, and the poly insert had some pitting changes. He reported normal patellar tracking and the patellar component was not revised. The patient was implanted with depuy knee system and unknown cement was utilized. There were no complications reported to the procedure. Doi: (B)(6) 2015. Dor: (B)(6) 2018, (lt knee).